Event description:
Olympus was informed that two thunderbeat devices were failed during an uncertain procedure. The ptfe pad of the first device was partially separated. The ptfe pad of the second device was severly worn. And probe damage error occurred when the second device was used. The procedure was completed. There was no patient injury reported. This is the report of the first device.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus could not evaluate the referenced device. Olympus received the photo of the device and investigated the photo. As a result, olympus confirmed that the ptfe pad was partially peeled. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases, there was a possibility that the ptfe pad was peeled since the user continued activating output without contacting tissue (including after the tissue already cut), for an extended time. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00370.